Event description:
It was reported that patient underwent right partial knee arthroplasty on (B)(6) 2014. Subsequently, patient is experiencing pain, stiffness, numbness on the lateral side of the knee and cannot stand for any length of time. No revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, "persistent pain."